Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of the homechoice cassette and the female connector of a peritoneal dialysis (pd) transfer set. The connection issue was further described as the female connector being stuck inside the patient line and would not disconnect. This occurred at the end of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H6: replace b17 with b01, replace c20 with c19, replace d15 with d14. H10: the patient connector of the cassette was returned attached to the female connector. Visual inspection with the naked eye and magnification was performed with no issues noted; no damage was noted on the patient connector. Leak testing was also performed with no issues noted. The connection/disconnection between the female connector and patient connector were performed with no issues or difficulties. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.